Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt had a damaged trunk cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was pulled from the strain relief which damaged j702 (trunk cable connector) inside the dn. The root cause for the pulled cable cannot be positively determined but was likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.